Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps every day since surgery and once or twice a day') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and feeling abnormal ("once or twice a day it would feel like a fish hook pulling on something"). The patient was treated with surgery (underwent hysterectomy (kept ovaries). Essure was removed. At the time of the report, the abdominal pain lower had resolved and the feeling abnormal outcome was unknown. The reporter considered abdominal pain lower and feeling abnormal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : abdominal pain lower and feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps every day since surgery and once or twice a day') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and feeling abnormal ("once or twice a day it would feel like a fish hook pulling on something"). The patient was treated with surgery (underwent hysterectomy (kept ovaries)). Essure was removed. At the time of the report, the abdominal pain lower had resolved and the feeling abnormal outcome was unknown. The reporter considered abdominal pain lower and feeling abnormal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : abdominal pain lower and feeling abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.